Event description:
It was reported that during a laparoscopic hysterectomy procedure, the knife blade of the device could not retract, and the device's jaw was either difficult or impossible to open. The device was applied to tissue at the time and was removed with assistance from another tool. This issue occurred approximately 20 minutes into the surgery. Another ligasure device was used successfully with the same generator. The device was cleaned each time the handpiece was not in use. The knife blade was extended but did not protrude beyond the edge of the jaws. No patient injury was reported.

Manufacturer narrative:
D10 concomitant products: vlls10gen, vlls10gen ls series vessel sealing gen (serial#:(B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.